Manufacturer narrative:
One cadd legacy 1 pump was received to investigate the reported -8.15 percent failed accuracy. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported problem in the event log. To further investigate, a delivery accuracy tests was performed. The customer's concern was unable to be duplicated. Delivery accuracy testing on the pump was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3 percent and well within the published specification of +/-6 percent.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -8.15% during testing. There was no patient involvement.